Manufacturer narrative:
Gender and weight not reported. (B)(4). Approximate age of device - 19 days. The device was returned for investigation. The evaluation has not been completed. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's pump power and estimated pump flows had increased on an unspecified date post-implant. The pump inflow cannula position was discovered to be suboptimal as it was pointing towards the interventricular septum. The patient developed unspecified signs of hemolysis and new heart failure symptoms. On (B)(6) 2015, the patient was successfully transplanted. The vad coordinator reported that the suboptimal pump position was related to the surgical placement. Images of the pump were requested, but were not provided. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. Prior to disassembly, examination of the sealed inflow conduit and sealed outflow graft revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned distal portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The report that the inflow cannula was pointing toward the interventricular septum could not be confirmed based on the evaluation of the device as returned. Images were requested but were not provided. No device-related issues were identified through the analysis of the explanted pump as returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.